Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2022-02-15. Investigation summary: two open 32g x 4mm pen needle samples and three photos were returned from an unknown lot. No., cat. No. 320136. Visual examination was carried out on the returned samples and photos and a broken non patient end of cannula was observed on one sample. No issues were observed on the remaining sample. No DHR review can be carried out as lot number is unknown. As the confirmed sample was returned open it is not possible to confirm this defect to be manufacturing related. H3 other text : see h10.

Event description:
It was reported that 1 bd micro fine plus ¿ 32g x 4mm needle breaks off or pulls out. The following information was provided by the initial reporter : the customer reported that the needle npe was broken.

Event description:
It was reported that 1 bd micro fine plus ¿ 32g x 4mm needle breaks off or pulls out. The following information was provided by the initial reporter : the customer reported that the needle npe was broken.

Manufacturer narrative:
Medical device expiration date : unknown. Initial reporter phone# : (B)(6). Initial reporter zip code : (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date : unknown.